Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she received a no delivery alarm. Customer's blood glucose was 166 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the insulin did not exit. Customer was advised to try a new reservoir with the current set. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.